Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported to philips that a philips one power toothbrush caught fire while charging. No injury or property damage was reported.

Manufacturer narrative:
The customer reported that the toothbrush caught fire while it was charging. This is a known issue which has been addressed by philips oral health care and a design change has been implemented. The device was returned and the root cause has been addressed and executed through design change. Therefore this device will not be evaluated.

Event description:
The customer reported that the toothbrush caught fire while it was charging. This is a known issue which has been addressed by philips oral health care and a design change has been implemented. The device was returned and the root cause has been addressed and executed through design change. Therefore this device will not be evaluated.